Event description:
I used renu moisture loc solution exclusively since the product was launched. At a regular eye doctor appointment last summer, I was diagnosed with a severe eye infection that was treated with zylet, a steriod drop for approximately 3 weeks. While I showed improvement, approximately 1 week later, I was placed on another steroid drop, tobradex, for approximately 3 additional weeks. Symptoms had been treated agressively in anticipation of having lasik surgery in the fall of 2005. While I did not feel any pain associated from the infection, doctor's consultation showed concern for my ability to see as nearly 85% of my eye was affected by the infection.